Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant and suture of two (2) ultra fast-fix devices were pulled out when the needle withdrawal. The t1 implants were successfully removed from the patient with the help of tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the label. Device one: the t1 and t2 were not returned. A partial suture was returned. The variable depth straw has been trimmed. Device two: the t1, t2, and suture were not returned. The variable depth straw has been trimmed. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.